Event description:
It was reported that following the deployment of a 23mm sapien valve, the patient became hypotensive upon removal of the sheath. Anesthesia continued to manage the patient¿s pressures and six units of blood were administered. A runoff angio revealed a clot which was obstructing flow down the sfa. The clot was surgically removed and a left femoral patch angioplasty was used to repair the vessel. The patient¿s stomach became distended and the patient¿s belly was opened; however no blood was found, just air. A needle was placed in the diaphragm to drain the pericardium; 120 cc of blood was drained and the patient¿s pressures returned to normal. The surgical team suspected there was a contained pericardial tamponade in the aortic root, thought to be a rupture due to the high level of calcium present in the annulus during valve deployment. The patient¿s belly was closed in surgical fashion and the patient was transferred to ICU in stable condition. Additional information noted there was severe native valve/leaflet calcification and the native annulus measure 20.6mm in diameter on tee. This report represents the event of pericardial tamponade.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. =4mm) in the presence of severely calcified aortic root and obliterated sinuses. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case the exact cause of the pericardial tamponade cannot be confirmed; however as reported, it is possible a contained rupture occurred during the deployment of the valve in the severely calcified aortic root. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.